Event description:
The customer reported a leak inside the coulter hmx hematology analyzer w/ autoloader. The volume of the leak was about 2 ml and was contained within the instrument. The leak had damaged the peltier module. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) found that the tubing attached the bubble trap vc2 slipped off the open fitting to the chamber and caused a leak. The fse reattached the tubing and the leak was repaired. The fse replaced the peltier module and the instrument ran passing the background for all parameters. The repairs were verified per established procedures. (B)(4).